Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's ins was removed because there was swelling in the pocket and it might have been infected. The rep reported that the patient was out of town at the time and it was removed while out of town. The rep reported that the device was explanted in (B)(6) 2017. No device issues reported. No further patient complications have been reported as a result of this event. On (B)(6) 2018, _e1 _e2, (rep): follow-up information was received from the rep reporting that the cause of the infection was unknown, but has since been resolved. No further patient complications have been reported as a result of this event.